Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Sensor team representative said customer had a low blood glucose on (B)(6) 2024 when sensor failed. Then, after changing the sensor, customer had a high blood glucose on (B)(6) 2024. This case is for the (B)(6) 2024 low event. Please see case(B)(4) for the low on (B)(6) 2024, case (B)(4) for the high on (B)(6) 2024, and case(B)(4) for the high on (B)(6) 2024. Customer declined troubleshooting for the high. Customer treated the low on (B)(4) with grapes and orange juice and the low on (B)(4) with glucagon shots. Troubleshooting was done. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported a blood glucose value of 38 mg/dl. The customer reported hyperglycemia and hypoglycemia treated with an insulin pump (subcutaneous insulin infusion), glucagon, and glucose/carb intake. The event involved product(s) mmt-1884, mmt-442a, mmt-7040a, mmt-342. The customer was using the insulin pump system within 48 hours of the reported event. The customer reported low bgs. The customer has been using the insulin pump system within 48 hours of the reported low bg event. The customer does not believe the pump is over-delivering. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-442a. No product return is required for mmt-7040a. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.